Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The results of the anticipated device evaluation will be provided upon completion of the event investigation. The catalog number identified has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified. Accordingly, this event has been determined to be MDR reportable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during dilatation inside a stent of a calcified lesion in the brachium, access was gained via the cubital vein, the pta balloon allegedly ruptured at 16atm. There was no reported retraction issues. It was further reported that upon removal from the patient, peeled pebax was allegedly found on the balloon. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one conquest pta catheter and one photo was returned for evaluation. Based on the photo review the investigation can be confirmed for peeled outer layer as one ribbon was noted to be peeled from the balloon. The device was visually inspected and noted to have outer layer peeling through out the length of the balloon. The device was then functional tested and was unable to fully inflate do to a pinhole rupture. Therefore, the investigation is confirmed for material rupture and peeled. The definitive root cause for the identified peeled outer layer or pinhole rupture could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The catalog number identified in section device information has not been cleared in the us, but is similar to the conquest pta dilatation balloon products that are cleared in the us. The 510 k number and pro code for the conquest pta dilatation balloon products are identified in common device name and PMA 510k#. Accordingly, this event has been determined to be MDR reportable.

Event description:
It was reported that during dilatation inside a stent of a calcified lesion in the brachium, access was gained via the cubital vein, the pta balloon allegedly ruptured at 16atm. There was no reported retraction issues. It was further reported that upon removal from the patient, the outer layer was allegedly peeling off of the balloon. The procedure was concluded with no further treatment provided. There was no reported patient injury.